Manufacturer narrative:
It was reported to abbott, a patient¿s ipg was depleted and could not be charged. The patient was implanted 3 years earlier. The patient reportedly followed all recharging advice. Surgical intervention was taken where the ipg was replaced. Effective therapy was restored. The results of the investigation are inconclusive as the device has not been received for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing.

Event description:
It was reported that the ipg failed to establish communication with external devices. The ipg was deemed inoperable, and patient lost therapy. Surgical intervention was undertaken wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
B3: date of event is estimated.